Event description:
It was reported that the patient presented with a pre op diagnosis of spinal listhesis grade 1 l5-s1 and degenerative disc disease l4-5. Patient underwent an l4-5 and l5-s1 posterior interbody fusion with tangent bone graft, rhbmp-2/acs, and pedicle screw application from l4-s1, posterolateral fusion as well as midline decompression at l4-5 and l5-s1, and implantation of ebi bone stimulator with battery back. Patient was sent to recovery in satisfactory condition. Medical records indicate, over the next several years, the patient continues to complain of pain in the lower back radiating into the bilateral lower extremities, right greater than left. No additional surgery was reported. Pt. Was diagnosed with lumbar radiculitis and post-fusion pain syndrome. Notes indicate the patient would be scheduled for an epidural lysis of adhesions procedure to help alleviate her pain and caudal epidural steroid injection. Also considered was spinal cord stimulator therapy.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.